Manufacturer narrative:
H6: results: no samples were rec'd for evaluation. Conclusions: due to similar complaints for the 50ml syringe, implementation of a higher viscosity barrel lube was performed at the plant, which had shown to lower pump forces. In addition, an in-process pump force requirement has been implemented. New lubrication has been implemented at the beginning of february 2014.

Event description:
An ICU patient was receiving an infusion of manually drawn up noradrenaline. The pump occlusion alarm triggered. The patient's blood pressure dropped to critical level and the patient had to be resuscitated. An imed gemini pump was used to continue inotrope infusion.